Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, atrial lead noise causing inappropriate auto mode switch (ams) episodes were observed on right atrial lead. The patient was not seen in the clinic and the appointment was not scheduled. The patient symptoms were unknown.